Manufacturer narrative:
No ramping of numbers noted. No unexpected button error alarms noted. Insulin pump had an intermittent button response on the down button, due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.

Event description:
Customer reported a button error on his insulin pump. The error occurred yesterday. The buttons were unresponsive, so customer replaced the battery but the device alarmed button error again. Customer's blood glucose is 150 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).